Event description:
In 2006, a call was received notifying the company of a revision surgery required in conjunction with a bone anchor, information provided indicated the surgeon has performed a rotator cuff repair on an early date (not provided). Postoperatively, patient presented with pain. Six days earlier, a second surgery was performed to remove one loose anchor. Surgeon commented that he does not believe this is an issue with the product, but an issue with the bone quality. Patient's bone quality was poor (osteoporotic). Both wings of the anchor were intact and fully deployed.

Manufacturer narrative:
Explanted anchor was not returned for evaluation. A lot number was not provided. No conclusion can be drawn based on information provided.